Manufacturer narrative:
(B)(4): the device was returned to the factory for evaluation. During an inspection on feb 23, 2016 it was observed that a cannula was returned and the account was asked to identify the returned complaint unit. E-mail verification was received from the account the same day that the reported device was the cannula and not the btt as initially reported. The cannula was evaluated. Slight signs of clinical use and slight evidence of blood were observed. A visual inspection of the cannula was conducted. The insufflation tubing was not attached to the inside of the cannula handle and was not returned. The scope wash tubing remained attached to the cannula. The cannula handle was then opened and the adhesive bonds between the insufflation tubing and the inside of the cannula handle were inspected. The result of the inspection was that the insufflation tube was not bonded to the inside of the cannula and there was no evidence of adhesive on the inside of the handle as well as on the insufflation tube. Based on the condition of the cannula as found, the reported complaint for ¿insufflation tube came out of handle¿ was confirmed. The root cause of the confirmed failure has been addressed under the operator defect awareness training program.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation tube fell off the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation tube fell off the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.